Event description:
Six days after the implantable neurostimulator (ins) was implanted, the patient was seen for her post-op visit. All attempts at programming the ins produced the same result; "pressure" in the mi-back, no stimulation. In looking at her back, it was determined that the place where she was feeling pressure was on the small raised portion where her extensions were connected. Palpating did cause the stimulation to change. All impedance checks during surgery and post replacement were within normal limits (no high or low impedances); they were also within normal limits at the post-op visit. The patient reported that prior to the ins replacement she had proper and sufficient stimulation until the battery of the previous ins died. The patient denied any falls; however, her husband said the patient had fallen twice. A lead and/or extension revision wsa planned. The patient's outcome was reported as "no injury".